Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge (5/32" x 0.23mm) pen needles 50 count the cannula was too long. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the needle to appear longer.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge (5/32" x 0.23mm) pen needles 50 count the cannula was too long. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the needle to appear longer.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary customer returned (50) unopened 32g 4mm loose pen needles from the lot# 2123560. It was reported by the consumer that needle appears longer. All the returned samples visually examined and observed no issues. The returned samples(30) were measured for cannula length using comparator and all the needles cannula length was measured within the specified acceptance limits (4mm: 3.8mm to 4.6mm). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.